Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false tachycardia due to oversensing electromagnetic interference/noise. It was further reported the icm experienced undersensing r-waves. The patient underwent an magnetic resonance imaging (MRI) and the device clock was off. The icm remains in use. No patient complications have been reported as a result of this event.